Manufacturer narrative:
Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Event date unknown at time of MDR filing. (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that the ventilator failed. There was no report of patient involvement.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and a review of the logs. The anesthesia control board was replaced to resolve the reported issue.